Manufacturer narrative:
Evaluation in process, but no conclusions has been made.

Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that the centrifugal pump control module display was blank. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the pt as a result of this event.